Event description:
Information received indicates the brake and steer casters were locking into brake, but the caster stem was turning a little.

Manufacturer narrative:
The technician replaced all four worn casters to repair the bed. The technician found the tires on the free casters were worn and cracking.